Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a dental surgical procedure on unknown date and unknown suture was used. During the procedure, the needle fell off of the suture when the suture package was opened and there was an attempt to grab the needle using a needle driver. The procedure was completed with another like suture. There were no patient consequences reported. No further information is available.